Event description:
The fse reported that the collimator closed down. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator iris and shutters were evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.